Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: phone.

Event description:
Reported false positive sars result for an asymptomatic consumer. Consumer tested a total of 3 times with quickvue sars otc with the same result. The consumer communicated the result was confirmed by another rapid antigen assay. Additional mdrs to be filed for each event.